Event description:
It was reported when using the bd pyxis medstation es system not detected on bus. The field service engineer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie drawer 3.2 not detecting on bus. The field service engineer stated customer restarted station to resolve, as a preventative reseated the retractor band connections and the row board cable connection to the drawer controller board. The system functioned as intended after the field service engineer repaired the device.